Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation as she had stopped charging her ipg because she was receiving injections. In turn, the ipg became inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.